Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the edges of the wafer were so sharp that it caused a dark maroon bruise like appearance to the edges of her stoma with some bleeding. There was no cut or abrasion to the stoma. The bleeding was described as "not dripping" and "spots on a tissue". There were no interventions required and the patient continued to use the product. She was unsure of her stoma size and had not measured it but said that it was about 2 inches and irregular in shape. No photo is available at this time.